Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with a mentor memorygel 300cc silicone prosthesis experienced breast pain, breast implant illness systemic symptoms post procedure. Patient stated that she have been cross examined by several top physicians at the (B)(6) medical center over the past 10 months. Several tests, including multiple mris (incl. Brain, spine, breast), comprehensive blood panels, and x-rays, have not been able to obtain any diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information indicating that this report was also sent to FDA: (mwmw5096659). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient had the implants removed on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).